Event description:
It was reported that during an in-clinic follow-up. Upon review, there was loss of capture, high pacing impedance and r-wave amplitude variation noted on the right ventricular (rv) lead. The lead was successfully reprogrammed. The patient was in stable condition.